Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and swelling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel breast implant 800cc and experienced bilateral rupture of the implants and bilateral discomfort and swelling. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 800cc on (B)(6) 2019. Patient was not hospitalized. This medwatch is for the left breast implant.